Event description:
It was reported that during a meniscal repair surgery, after deploying two (2) fast fix´s t1 implants, the t2 implants deployed prematurely through the meniscus as well. T implants were removed with tweezers. Surgery resumed after a non significant delay with a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device was received for evaluation. There was a relationship found between the first device and the reported event of premature activation. There was a relationship found between the second device and the reported event of bent needle. A visual evaluation of the two devices showed that they were not returned in the original packaging. Device one, the t1/t2/suture was not returned. The actuator is in the pre-t1/post-t2 position. Device two t1/t2/suture are still in place. The actuator appears to be caught between the t1 and the needle, not in the pre-t1/post t2 position. The needle/overmold is bent. Device one cycled as intended. Device two showed that deployment pushed the t1 forward and off the needle with difficulty. The actuator then stuck at the end of the needle and would not return to the pre-t2 position due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. The complaint of bent needle was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.